Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the arm. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). It was reported that the patient took apap. The animas vibe user's guide states: taking acetaminophen (paracetamol) containing medications while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen (paracetamol) active in your body. Patient stated that values were off by more than 50 points. At the time of contact, no injury or medical intervention was reported.